Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs show cvp metrics starting to drift downwards and then going out of spec with a placement signal not reliable (psnr) alarm about 90.5 hours into the case. Upon investigation of the pump, it passed electrical and the laser continuity test. The pump was unable to hold pressure properly at 200 mmhg during uson testing and reproduced the psnr alarm. The root cause of the optical signal issue was determined to be sensor silicone wear. This is the second occurrence of optical sensor wear on rp flex out of 300 usages (0.67%) as of the date of this complaint 1/22/2024. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported that the placement signal was lost during support. As the motor current and flow rates remained stable, support was able to continue with the implanted pump.